Manufacturer narrative:
Although anticipated, the device has not been received by the manufacturer for analysis. (B)(4).

Manufacturer narrative:
One 4.5 twinfix ultra ha was returned for evaluation. Visual examination of the device confirmed the reported breakage. Distal tip of anchor and suture were not returned. The proximal end of the anchor that was returned has broken above the suture eyelet. This portion of the anchor remains on the inserter. Removal of the anchor revealed one of the two inserter tines have broken off, the other tine is bent. The condition of inserter and anchor are consistent with torsional overload. Per the devices IFU ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device. A two-finger ao technique should be used to insert the anchor¿. Due to these observations no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
The tip broke without exercising excessive force as specified in IFU. No other information is available at this time.